Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "upstream occlusion" alarm was confirmed during evaluation. Evaluation found the alarm to be caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a false upstream occlusion alarm. There was no patient involvement.